Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus button was not responding properly. He stated that he has to push it 5 or 6 times to get a response. He stated that the keypad issue started a week or two back. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 160 mg/dl. Customer was advised to remove the battery for 5 minutes and insert a new one, but the problem persisted. The customer did not want to get the device replaced. He was advised on how to bolus by going into the main menu. He was advised to monitor the insulin pump.